Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6003492 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6003492 was manufactured according to the wi version 77, packaged in the machine multivac 12, on 26/sep/2023, with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 3j03571 was manufactured according to the wi version 26, manufactured in the line assembly of quick set, on 26/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 18/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003492 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula was bent on (B)(6) 2024. The insertion site was at the abdomen. The infusion set had been used for one day. The patient was subsequently hospitalized on (B)(6) 2024 due to diabetic ketoacidosis (dka). The blood glucose level was 600 mg/dl at the time of hospitalization; therefore, the patient was treated with intravenous insulin and syringes. The symptoms reported by the patient at the time of hospitalization were vomiting and feeling lethargic. The length of hospitalization was four days. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.